Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. The circuit board of the video connector was broken due to water immersion from the video connector. The video connector was broken due to impact or aging degradation.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) but not returned to olympus medical systems corp. (Omsc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair requested by the user at olympus service operation repair center (sorc), it was found that the scope communication error b30 occurred and the video connector of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.